Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, the hvli test found the impedance to be lower than 10 ohms. The lead was capped when repositioning was unsuccessful.